Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the tip electrode and there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during attempted implant of the lead it would always dislodge when pulling out the sheath. It was also reported that the physician suspected that it was due to the patient's vein anatomy. Therefore the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.